Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: last week, inratio: 2.8. Date: (B)(6) 2010, inratio: 1.2, re-test: 1.4, lab: 4.0. Inratio testing was performed in the morning. Pt went to the ER in the evening and received a 4.0 lab result. No other reports of lower than expected results with other pts tested with same strip lot and meter.

Manufacturer narrative:
Investigation pending.